Event description:
An overdose was reported. It was stated that when the patient had the first pump implanted on (B)(6) 2008, they had to be rushed to the hospital the next day because of overdose. On (B)(6) 2008 patient had taken her antibiotic and a pain pill and the next morning patient¿s daughter in law and her son couldn't wake her up. Patient threw up what looked like coffee grounds. Patient had to be on a respirator and was out for 3 days. Patient¿s follow-up healthcare provider (hcp) wasn't available so they had to fly someone in to turn off the pump and they turned it completely off and took her off all of her medicine. Patient was informed by the doctor that the pain pill she took was too strong which caused the overdose. Drug in the pump was morphine dose and concentration unknown ¿was over 7 possibly 8¿.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).